Event description:
Accolade stem neck snapped whilst patient was sitting. Another surgery planned to correct problem. The patient has been revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Product was discarded. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.